Event description:
Per the independent repair center, the customer alleged problem is liter, flow defect. The key failure is the regulator has no flow. As stated on the repair statement additional malfunction on this device: pe valve shuts down and alarms.